Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported fracture, material separation and migration issues, as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiry date: 06/2019) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that six years, nine months and twenty days post a port placement via the internal jugular vein, for the treatment for high grade lymphoma, the catheter was allegedly fractured at the distal aspect. It was further reported that the fractured portion of the catheter had allegedly migrated into the right ventricle abutting the wall proximal to the pulmonary artery outflow tract, extending through the right atrium and coronary sinus. Reportedly, the catheter appeared to be in a stable position and patient was not eager to undergo further surgery. The current status of the patient is unknown.